Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of the homechoice cassette. This occurred during drain two of five of peritoneal dialysis therapy. Renal therapy services (rts) assisted in ending therapy session. Rts advised caregiver (cg) to reach out to the peritoneal dialysis registered nurse regarding the issue and to start over with new supplies. Proper procedures per the user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.